Event description:
On (B)(6) 2012, the reporter contacted animas and reported a load step malfunction causing insulin to push out. Several cartridges were reportedly used with no resolve. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that insulin pushed out during the "load" step.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Recall number : 2531779-02/25/11-001-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the black box showed several persistent no cartridge detected alarms. During the load step, the pump failed to recognize the cartridge giving a no cartridge detected alarm. A force sensor calibration test confirmed the sensor is detecting a bad force. The pump was opened and inspected the solder joint component was found to be misaligned.